Event description:
Follow up information received identified the patient's scs lead was explanted and replaced with a new one. Additional follow up identified effective stimulation therapy was restored to the patient's painful area.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained he was not able to increase his scs system's stimulation amplitude. A company representative met with the patient and a system diagnostics revealed multiple lead contacts with high impedance. Reprogramming was unable to resolve the issue. Surgical intervention may be taken as the next course of action.